Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced keypad and both iui's. The proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the device history record for sn (B)(4) was performed from 04/03/2018 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device won¿t power up.